Manufacturer narrative:
The sample associated with this record is not expected to be returned for eval. Customer replaced speaker and confirmed unit is now working. Info has been added to the database for trending purposes. (B)(4).

Event description:
Covidien received a report that during set up, it was observed that there was no audio. Customer confirmed no pt involvement.